Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a serious injury and was hospitalized on (B)(6) 2017 at 7:30 pm. The customer fell and broke her pelvis. The customer had high blood glucose. The customer¿s blood glucose during the incident was 420 mg/dl. The customer¿s blood glucose at the time of admission was 487 mg/dl. The customer was treated with fluids and manual injection. They were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.